Event description:
It was reported that difficulty removing the introducer sheath occurred. A 14f isleeve introducer sheath was prepped for use during a transcatheter aortic valve implantation (tavi) procedure. After preparation of the 14f isleeve introducer sheath, premature seam expansion was observed, but the device was still inserted and used in the tavi procedure. When removing the 14f isleeve introducer sheath, difficulty was encountered and it got stuck. Internal tissue on the seam of the 14f isleeve introducer sheath was found once the device was removed. No bleeding was observed to the patient and there were no reported patient complications.

Manufacturer narrative:
H3 device evaluated by MFR: the returned device consisted of a 14f isleeve introducer sheath with a dilator completely pushed into/through the sheath, and out of the sheath tip. Analysis of the dilator, tip, sheath and hub/valve was completed with microscopic and visual inspection. Analysis of the returned 14f isleeve introducer sheath confirmed that three seams expanded. The length of the expanded seam 1 was expanded from the tip to approximately 21.5cm. The second seam expanded from approximately 10cm to 19cm. The third seam expanded from approximately 0.5cm to 13cm. The expanded seams were consistent with device use. Tip damage was detected. Tip damage occurred along the seam line and was consistent with device use. One kink was identified along the sheath of the 14f isleeve introducer sheath at approximately 12.5cm. The reported complaint of expanding of the 14f isleeve introducer sheath was confirmed. The reported difficult to remove complaint could not be confirmed since clinical circumstances could not be replicated due to device damage. The damage, however, was consistent with difficulty to remove.

Event description:
It was reported that premature seam expansion and difficulty removing the introducer sheath occurred. Procedure summary: a 14f isleeve introducer sheath was prepped for use during a transcatheter aortic valve implantation (tavi) procedure. After preparation of the 14f isleeve introducer sheath, premature seam expansion was observed, but the device was still inserted and used in the tavi procedure. When removing the 14f isleeve introducer sheath, difficulty was encountered and it got stuck. Internal tissue on the seam of the 14f isleeve introducer sheath was found once the device was removed. Patient status: no bleeding was observed to the patient and there were no reported patient complications.